Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number 2916596-2020-03452. It was reported that the patient was in clinic with external driveline damage and wear. On (B)(6) 2020, technical services and clinical specialist arrived onsite for cosmetic external percutaneous lead repair. The percutaneous lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. In addition, the log file captured two no external power events on (B)(6) 2020. These were caused by power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of a no external power event on the mobile power unit (mpu) was confirmed via the log file. The mpu (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 23 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). No external power alarms were captured throughout the log file while connected to the mpu due to a loss of ac power. These no external power event was captured on (B)(6) 2020 at 18:01:58 and on (B)(6) 2020 at 16:47:50 ¿ 16:47:51. The backup battery provided power to the system during the events and the alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information communicated on 20oct2020 stated that the mobile power unit (mpu) would not be returned and that the mpu had the v-lock connector. The patient denies that the power cord came loose at the wall or the back of the unit, and there was no loss of power to the house. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and it was found that the mobile power unit passed all manufacturing and qa specifications prior to being shipped to the customer on 21oct2016 via customer order s185359. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.